Manufacturer narrative:
The device information is updated in this report. The device was rep in previous report but now the device is updated, and it is under recall. Device material number, catalog number, UDI number are updated. Additionally, code for "problem code grid" along with recall (z) number is updated in this report.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and sinus infection. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was not observed. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and sinus infection. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was evaluated prior to the become awareness date or allegation of the patient, there was no fault found during the evaluation.